Event description:
A non health care professional reported that during the intraocular lens (iol) implant procedure, the lens was damaged during the loading phase and the surgeon was not happy with that. Hence surgeon removed the lens. The surgeon requested a new lens of the same size. Once that lens was open on the field, she consulted with another surgeon and decided to not implant the 2nd lens (it was wasted). The surgeon implanted the appropriate lens for the patient in the next attempt.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).